Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump displayed an "under speed" error message. The user facility's biomedical engineer (biomed) was testing unit and felt that it should not display "under speed" because it was barely occluded using 3/8 tubing. He felt that it was not the same or "typical" as the others and wants pump checked out by the manufacturer. This was being used in suction position before the pm. Perfusion did not report the issue. Roller pump was removed from base and a loaner was installed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the reported complaint was not duplicated. The product surveillance technician (pst) powered up the device under test (dut) using system-1 (aps1) simulator and lab-use only (luo) power cable. The dut came on normally and the roller pump display looked good. There was no missing pixels or other anomalies. The roller pump had software version is 1.4 installed. The pst began rotation (default counter clockwise [ccw]) at 100 revolutions per minute (rpm) for two hours with no tubing installed. He tested all keypad button functions and no problem found. The pst added 3/8¿ tubing and set to optimal occlusion and ran at 100 rpm for 45 minutes (no problem found). After increasing occlusion another 20 clicks, the ¿underspeed¿ message was observed to appear regularly on both the pump displays. This is typical behavior for this device when purposely over-occluded to 120 clicks past optimum. This was demonstrated using the lab device (pump) at the same settings. There were no loose connectors, no missing parts or foreign material, no liquid ingress, no oil or grease leakage observed (belt and large pulley). The pst reassembled the dut, installed tubing and restart rotation at 150 rpm with optimal occlusion set. He ramped occlusion to 60 clicks over, no problem found. The pst slowed to 95 rpm, let run for over 60 minutes, no issues found. Log file which was retrieved during lab evaluation does not cover the date of the reported issue therefore log analysis can not be performed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.